Event description:
A 26 mm diameter x 16 mm diameter x 170 mm length talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 39 months ago. The diameter of the aortic neck at the time of implant was 22 mm. Aneurysm morphology was not reported. The procedure was uneventful with successful aneurysm repair. It was reported that during an annual CT scan approx 3 years post implant, there was increase in diameter of the proximal aorta from 22 mm to 26 mm. There was 70 mm caudal migration of the bifurcated stent graft and a type 1 endoleak was present. The pt was brought back the next month to attempt repair with a talent bifurcated stent graft on xcelerant delivery system. Deployment of the stent graft was unsuccessful (see MFR# 2953200-2008-00347). Two add'l attempts were made with aorto-uni-iliac stent grafts on xcelerant delivery systems; however, deployment of the stent grafts was unsuccessful (see MFR# 2953200-2008-00348 and MFR# 2953200-2008-00349). The procedure was ended with the pt untreated and the decision was to perform the endovascular repair with another MFR's device at a later date. No add'l clinical sequelae were reported.

Manufacturer narrative:
(Required secondary intervention).